Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the cannula kinked after an infusion set change and that subsequently the patient experienced elevated blood glucose (bg) and was hospitalized. The reporter stated that the patient¿s bg went over 1000mg/dl with ketones, nausea, and vomiting. The patient was reportedly admitted to the ICU and was placed on an insulin drip. The patient also reportedly had kidney issues and is on dialysis. The reporter stated that the patient¿s healthcare provider was questioning why the pump did not emit an occlusion alarm for the bent cannula issue. The pump was unavailable for troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia and that the pump did not alarm when expected for an occlusion.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: occlusion alarms were observed in the alarm history, no data in black box from time of occlusions due to continued use. The daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and pump gives appropriate visual and audible "occlusion detected" alarm. The pump passed flow accuracy test and found to be delivering within required specifications. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.